Event description:
The antirotational insert of the trial offset 3mm broke. Broken part retrieved and surgery completed successfully. 1 hour delay occurred to remove the broken part. The surgeon had to cut the diaphysis to be able to grab the offset and pull out the offset and stem.

Manufacturer narrative:
Batch review performed on 4 june 2025 lot 2266127a: (B)(4) items manufactured and released on 09-oct-2023. No anomalies found related to the problem. To date, no similar events have been reported on the same lot during the period of review. Visual inspection the visual inspection confirms the failure of the retentive system that locks the trial offset to the tibia keel puncher. The absence of the locking elastic ring and the threaded locking insert does not allow for verification of the reason for the locking system failure. The fastening system between the trial offset and the keel puncher has been updated, passing from a system based on the fixation ring with locking insert to a monoblock system that will eliminate the risk of disassembly during the removal of the trial components from the bone. The issue was likely influenced by a combination of the inherent mechanical limitations of the design version involved and the forces applied under the specific conditions of use.